Event description:
Subsequent to the initial medwatch report, additional information reports that a balloon was inflated for post dilatation and was physically pulled before it was deflated, bringing the filtration element and wire down, causing the filtration element to become entangled in the stent.

Event description:
User facility medwatch received reporting, "pt underwent carotid stent procedure with approved present filter device inserted. After placing a stent when attempting to remove filter device, filter became lodged. Attempt to dislodge filter with guidewire without success, guidewire tip broke off and retained by pt. Additional stent applied to seal foreign body between two stents. Health professional's impression: filter device became stuck. Guidewire tip broke off while dislodging stuck filter device." Additional info reports that the filter was removed successfully from the anatomy with the use of an unspecified guide wire. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was not returned. The lot number was not provided. A follow up report will be submitted with all relevant info. (B)(4).

Manufacturer narrative:
(B)(4). Difficulty to remove the filtration element can be the result of, but not limited to, tortuous anatomy, partially apposed stent, incorrect placement of the torque device on the barewire, prolapse of the guide catheter, incorrect positioning of the retrieval catheter, removal without the retrieval catheter, retrieval technique, and/or interaction with the deployed stent. Reportedly, the filter became lodged. It is possible that the filtration element interacted with the deployed stent such that resistance was noted during removal. In this case, attempts were made to dislodge the filtration element with a guide wire (additional therapy/non surgical treatment). It is unknown if the retrieval catheter was used during removal or if the guide wire used to dislodge the filtration element was the barewire used during the procedure or a second guide wire. Attempts were made to obtain additional information; however, no information was available. Reportedly, the tip of the guide wire separated. It is likely that during manipulation of the guide wire, resistance was met such that as further force was applied, the tip separated. In this case, another stent was deployed to embed the separated tip to the vessel. Although a conclusive cause for the reported difficulty to remove could not be determined, the reported additional therapy, tip separation and device embedded in vessel or plaque appears to be related to the circumstances of the procedure. There is no indication of a product quality deficiency. Additional information was received. It was reported that the filter was successfully removed from the anatomy with another guide wire. A dilatation catheter was inflated for post dilatation and was pulled out before deflating, pulling the filtration element and guide wire with it. The filtration element became entangled in the stent. In this case, it is likely that the attempt to remove the inflated dilatation catheter prior to deflation contributed to the reported filter migration. As a result, the filter became entangled with the stent such that there was difficulty removing the filter. However, it was reported that another guide wire and a dilatation catheter were used to remove the filtration element (additional therapy/non surgical treatment). The reported filter migration and difficulty to remove the filter appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.